Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after undergoing a bhr in his right hip joint on (B)(6) 2006, patient experienced metallosis secondary to metal on metal articulation complicated by pain and failure due to pseudotumor. This adverse event was addressed by conducting a revision surgery on (B)(6) 2024, during which, surgeon converted to total hip arthroplasty. During procedure, it was found that there was a large fluid filled cyst black/grey and encapsulated. There was sclerotic tract with metal debris from where the stem was removed. In addition, inferiorly to the acetabulum, there was another area of deficient bone and also metallic debris. Patient was transferred in stable condition to the pacu.